Event description:
It was reported that the patient presented in clinic. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported field event of backup operation was confirmed. The device performed numerous high voltage charges within a short period of time due to the patient¿s rhythm, which resulted in resets from the high voltage controller integrated circuit and caused the device to enter into backup mode. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested and found to be normal.